Event description:
The event is reported as: per medwatch report: the hem-o-lock clip applier was going in and out of the trocar, tearing the seal allowing for blue shavings from inside the trocar to go inside of the pt's body on two different trocars. Pt current condition is unk.

Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed. A phone call was made to risk management of the user facility in an effort to gain info regarding pt condition. No answer, message left requesting a return phone call.